Event description:
Reporter indicated that the patient's device had registered high impedance on a system diagnostic test. X-rays of the implanted device were taken and forwarded to the manufacturer for review, which was unable to observe any anomalies with the device that may be causing the high impedance, however, a lead fracture could not be ruled out. Attempts for further information regarding the issue, and possible interventions, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.